Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was 35 mg/dl. Customer stated that she had issues with the insulin pump, it did not rewind if it has less than half battery power. Customer also stated that she is eating less and have the same basal rates settings. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.